Manufacturer narrative:
Analysis found the unit with an unresponsive buttons due to corroded keypad traces. There was no frozen display noted. Analysis was unable to verify glucose meter communication. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 290 mg/dl at the time of incident. The insulin pump will be returned for analysis.